Event description:
It was reported that during a clinic visit, this pacemaker was found to be operating in safety mode. A device replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this pacemaker was found to be operating in safety mode. A device replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the clinically observed reversion to safety mode operation.